Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: update 25-sept-2020: the investigation was re-opened upon receipt of the product. Examination of the returned device found the instrument to be broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Cracked attune fb tibial impactor.